Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an error message e226. The issue was found during the middle of an unspecified therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation and the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an error message e226. The issue was found during the middle of an unspecified therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.